Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous vessel in an upper limb. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed by simply pulled out from the patient and the procedure was completed with a 5x20mm sterling balloon catheter. No patient complications nor injuries were reported.